Event description:
During an attempt to advance an unsheathed coronary stent distally through an existing stent, the stent dislodged and embolized within the coronary circulation. Several attempts to retrieve the stent with a snare wire were unsuccessful. The pt was sent for emergent coronary artery bypass graft surgery. Surgery was successful and there were no add'l clinical sequelae reported relative to the event.